Event description:
This case was reported by a consumer and described the occurrence of liver cirrhosis in a female patient who received super poligrip original denture adhesive cream (formulation ib-1526) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip original denture adhesive cream. An unknown time later, the patient experienced liver cirrhosis. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. The reporter refused to provide any additional information. The manufacturer's report number for this case is 9681138-2009-00134. Super poligrip original is manufactured in (B) (4), (B) (4), and neither the product nor lot number for this product is available. (B) (4)